Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the machine is not switching on due to a no power condition. No patient involvement reported.

Manufacturer narrative:
The fse replaced the power management pcb, the user interface pcb and the backlight inverter to resolve the reported issue.